Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) ¿implant position¿ was ¿out of alignment underneath the skin.¿ it was further reported the ¿misalignment¿ only involved the right ins. When the patient would stand up, the ins would ¿slip downward.¿ it was stated that a ¿dislodgement of the ins occurred in the subcutaneous.¿ x-rays performed on the patient indicated ¿the leads on both sides were not out of alignment.¿ impedance testing of the patient¿s right ins found ¿no problems.¿ there were ¿no¿ health hazards to the patient from the event. The patient¿s ¿therapy was ongoing without problem¿ as of 20 days after initial report. Please note, it was unknown whether the ins serial number captured in this report belonged to the patient's right or left ins. Additional information has been requested a supplemental MDR will be filed if additional information is received.